Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that in 2003 the pump ¿almost killed¿ the patient because it all ¿leaked out.¿ there was no fall or trauma that prompted the pump issue. Reportedly, the actual implant was never ¿properly attach¿ to the patient as it appeared to be a sideways disc in the patient.¿ the reporter had viewed an x-ray when the pump was implanted. It was not provided what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.